Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A maintenance assistant reported that prior to a vitrectomy procedure the lamp burned out. The case was initiated and completed using an alternate system. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was replicated. The table top illuminator was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to the nonconforming table top illuminator. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A tabletop illuminator module and a lamp were received for evaluation. A visual assessment of the returned samples revealed no obvious nonconformity. The returned lamp was placed in a known-good illuminator module then installed into a calibrated system for function testing. On boot-up the system displayed system message (sm), displayed. A known-good lamp was then installed into the sample module then in installed into a calibrated system for function testing. The module did not display any sm on boot-up and the lamp was able to ignite. The illumination from the module was found to be low and upon disassembly a cracked lens was seen on the port 1 side and dust was seen covering the lenses and inside the port chimneys. The issue is an intermittent lamp arcing issues, which result in sm(s) displayed. The cause of the reported event can be attributed to an intermittent ¿lamp arcing issue¿, which result in sm(s) displayed. An internal investigation has been opened to address this issue. The manufacturer internal reference number is: (B)(4).